Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that the suspect device was discarded h6 adverse event problem, corrected data: initial report inadvertently coded 'b17' instead of 'b18'.

Event description:
Additional information received from an MRI facility, noting that the patient had both their generator and lead explanted in (B)(6) 2020. The suspect device was discarded.

Event description:
It was initially reported that the patient was experiencing chest and neck pain and the patient developed black spots on their neck that turned into scabs. The patient also requested the device be explanted as the patient did not feel the device has helped with seizure control and was uncomfortable. Patient was referred for surgery however it was noted that the explant was for patient comfort reasons. Information was now received that the patient's device has been removed per an MRI facility as reported to them by the patient but that the leads are still implanted. No further information regarding the patient's explant was received. Information was received via social media comment from the patient that when the vns was implanted, her seizures went from one seizure a month to 5 a week. She stated her battery died last year and had it removed and feels better now that the device has been explanted. No additional relevant information has been received to date.